Manufacturer narrative:
Should additional information become available for the patient a supplemental will be filed.

Event description:
Provider alleges boot torn on compact joystick, chair was being driven and was tilting at the same time.